Event description:
The tech alleged that when the brakes were activated the brake casters did not hold. No injury reported.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.